Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass. The insulin pump was received with a cracked case at the display window corners, the reservoir tube lip and battery tube threads. The insulin pump was received with a minor scratched display window. The insulin pump was received with a missing end cap sticker.

Event description:
It was reported that the customer fell and cracked the lcd screen of the insulin pump. The customer's father stated that the screen was unreadable. The customer's blood glucose was 39 mg/dl. The customer treated his blood glucose with food. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.